Event description:
During breast biopsy bard max-core biopsy needle would not fire. Lot# regs1113 ref# (B)(4). Manufacturer response for biopsy needle, max- core biopsy needle (per site reporter) product handled by site.